Event description:
Evaluation of battery life / programming issue. Per operative note: after a full software reset with abbott technical support, device went back again to ¿reset mode¿. In this manner, his mode was voo with unipolar pacing. Communication with abbott recommended urgent pulse generator change due to hardware malfunction presumed to be due to manufacturing defects.